Event description:
It was reported that the right atrial (ra) lead exhibited low impedance, undersensing and noise. It was noted the ventricular lead exhibited low impedance and unstable thresholds. The ra lead was capped and replaced. The ventricular lead remains in use. No patient complications have been reported as a result of this event.